Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End-user reports using skin prep and also applies duoderm over area. Has tried powder; stomahesive wafers and itching remains. Underwent allergy testing recently and states she has been under extreme stress for the last 6 months. Requested to try flat wafers; will send stomahesive and durahesive to see if this helps. She will be following up with her physician with test results. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
It was reported by end-user itching under mass and tape border of wafer that has been occurring for the last 6 months. Itching begins when wafer is applied.